Manufacturer narrative:
The t:flex user guide states: "only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent occlusion alarms. Customer resolved the alarm each time by manually resuming insulin. Customer's blood glucose at time of report was 456 mg/dl. Customer reported using fiasp insulin. Tandem technical support advised customer that fiasp insulin is contraindicated for use with the t:flex pump per the user guide. Customer acknowledged.